Manufacturer narrative:
Product analysis: the valve remains implant, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years, seven months, and 21 days following the implant of this transcatheter bioprosthetic valve, the patient presented with severe aortic regurgitation (ar). No treatment was reported for the ar. It was repo rted that two days later, the patient died as a result of valve degeneration and the severe ar.

Manufacturer narrative:
Conclusion: an echocardiogram image was reviewed. There is no official dictated echocardiogram report read by a medical physician. These images note depressed left ventricle (lv) function with akinesis of the apex, the lv is dilated by volume. There was moderate - severe prosthetic central aortic valve insufficiency directed jet with no paravalvular leak (pvl) noted. The images did not allow assessment of leaflet damage. Post-implant aortic regurgitation (ar) can be caused by valve related factors (degeneration, coaptation, thrombus, calcification, etc.) Or non-valve related factors (patient anatomy, calcification level or presence of pre-existing patient conditions, etc.). In this case, it was reported that the patient died two days later as a result of valve degeneration and the severe ar. Prosthetic valve dysfunction (i.e. Regurgitation) is a known potential adverse effect per the instructions for use (IFU); it can be due to fracture; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; leaks; mal-sizing (prosthesis-patient mismatch); and a number of others. In this case, the device was not returned for analysis. The specific valve dysfunction was not specified. No autopsy was performed. With the limited information available, a conclusive assessment of the relationship between the reported decompensated heart failure leading to patient death and the device could not be established. In addition, there was not enough evidence and/or information to show and suggest the relationship between the reported aortic regurgitation and the patient death. A valve-related death is an inherent risk when the patient condition is such that a bioprosthetic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. There was no information to indicate that a malfunction or misuse contributed to the reported death. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Updated data: method, result, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received from the physician which reported that the severe aortic regurgitation (ar) present on echocardiogram was presumably central ar. The patient experienced acute decompensated heart failure as a result of the severe ar. Non-invasive treatment of vasoactive medications and diuretics were prescribed. It was reported that the valve was non-stenotic. The documented cause of death according to the physician was decompensated heart failure. An autopsy was not performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.